Event description:
It was reported that pump displayed cartridge change error alert and could not connect properly with cartridge because o-ring was missing from pneumatic connection. There was no reported impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.